Manufacturer narrative:
G.1. Manufacturing location: becton dickinson, s.a.

Event description:
It was reported that during use of the bd phaseal¿ injector luer lock (n35c) the needle came out when releasing the spike and n35j when changing the infusion bag. The following information was provided by the initial reporter, translated from japanese to english: after completing the 5-fu administration, the needle came out when releasing the spike and n35j when changing the infusion bag. Although it was used without much effort, it was shaped like a needle.

Manufacturer narrative:
Investigation summary: one sample was returned to our quality team for investigation. Upon inspecting the product, the notch on the tip of the safety sleeve was verified to be broken. As the lot involved in this incident is unknown, a device history review could not be performed. Manufacturing personnel conduct a series of tests and inspections during the manufacturing process to ensure the quality and functionality of the device. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. To guarantee the function of phaseal devices, it is recommended to carefully follow instructions explained in the instructions for use. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during use of the bd phaseal¿ injector luer lock (n35c) the needle came out when releasing the spike and n35j when changing the infusion bag. The following information was provided by the initial reporter, translated from japanese to english: after completing the 5-fu administration, the needle came out when releasing the spike and n35j when changing the infusion bag. Although it was used without much effort, it was shaped like a needle.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd phaseal¿ injector luer lock (n35c) the needle came out when releasing the spike and n35j when changing the infusion bag. The following information was provided by the initial reporter, translated from japanese to english: after completing the 5-fu administration, the needle came out when releasing the spike and n35j when changing the infusion bag. Although it was used without much effort, it was shaped like a needle.